Event description:
The iab was inserted into the pt on 8/29/97 at 8:18 am and removed on 8/31/97 at 2:20 pm. The iab did not malfunction. The pt had a pseudoaneurysm. Event complications: the pt had a pseudoaneurysm - reported 12/2/97.) (Pt's current status: discharged-rpt'd 12/2/97)